Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial lead was returned in two pieces. Visual examination found an external abrasion breaching the optim sheath only due to friction to the device can located proximal to the suture sleeve tie down impressions on the distal portion of the lead. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.